Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The prograsp forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: no obvious damage in the picture. The grip axis pin and clevis pins look intact.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument screw was found to be loose, and the debris has come off. The procedure was completed with no reported patient injury.